Event description:
Info from registry from intl clinical trial database. Rupture of brain avm during embolization.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Info: foreign registry pertaining to the eval of onyx in the treatment of brain avm. Prospective, multi-center in other country's. Enrollment started in 2006; enrollment closed in 2008. Pts in follow-up. MDR numbers: 2029214-2008-00238 to 2029214-2008-00261.